Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. A leak from the purge side arm was noted. The patient's outcome is stable. Additional information was received. There was no hematoma. The pump should be available when off support. The patient is waiting for a transplant so it likely will be several weeks before the pump is removed.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned for analysis.